Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is a small chip in the corner of the customer's pump where the charging cover is located. The customer declined assistance from tandem technical support regarding this issue. There was no reported adverse effect to the customer's blood glucose level.